Event description:
It was reported that the capio device was opened and loaded. When inserted and attempted to use, the physician reported that device wasn't firing. The physician removed device and attempted to fire again. Device would not fire. Device removed from sterile field and new/replacement device given to sterile field. Replacement device fired and operated as expected. No harm to pt.